Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was noted that the cassette was empty 5 hours early. No adverse patient effects were reported.

Event description:
The reported product fault did occur while in use with a patient. The product issue did not contribute to a patient injury. The event was resolved.